Event description:
It was reported that the patient presented with symptoms of fatigue. It was noted that both right atrial (ra), and right ventricular (rv) leads exhibited undersensing and loss of capture. During the lead revision, the physician determined that the ra lead had dislodged due to the lead being too short. The physician then removed the existing rv lead, and placed it into the atrium. A new rv lead was then implanted into the right ventricle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.